Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported a pump module had an over infusion on two different patients on two different days. During the second event, the pump was programmed to infuse sodium phosphate over three hours. The infusion parameters and pump settings were verified with a second nurse. After one hour the pump began to beep, that was when clinician noticed the medication bag was empty, however the pump was stating that there was still 150 cc in the bag. There was patient involvement but no harm. The first event is captured under (B)(4).

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a pump module had an over infusion on two different patients on two different days. During the second event, the pump was programmed to infuse sodium phosphate over three hours. The infusion parameters and pump settings were verified with a second nurse. After one hour the pump began to beep, that was when clinician noticed the medication bag was empty, however the pump was stating that there was still 150 cc in the bag. There was patient involvement but no harm. The first event is captured under (B)(4).